Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the right atrial (ra) lead exhibited noise which led to inappropriate automatic mode switch (ams) episodes. The ra lead noise was reproduced with isometric exercises during the follow up. Programming changes were made. The ra lead will continue to be monitored. The patient is not pacemaker dependent. The patient was stable.